Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, weight to the spec. Cloudy and voids were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no observed opening during the inspection. No issues found related with the manufacturing process. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side rupture and "patient¿s concern with the product." Additionally healthcare professional reported "gel bleed". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and "patient¿s concern with the product." Device remains implanted.

Event description:
Additionally healthcare professional reported "gel bleed". Device has been explanted.